Manufacturer narrative:
Device evaluation summary: test results from device manufacturing and DHR were reviewed. Esteem ii sp (sn# (B)(4)) passed all functional testing in production. No anomalies associated with sterilization of product. Root cause findings indicate that there may have been insufficient adhesion of the dip coat to the header, resulting in fluid ingress/feedback. (B)(4).

Event description:
Envoy medical was able to record physical evidence of header adhesive damage on (B)(6) 2018, via revision procedure. Patient/clinical history with emc: (B)(6) 2012 -- initial implant; (B)(6) 2012 -- fitting; (B)(6) 2012-- fitting; (B)(6) 2012-- analysis; (B)(6) 2012-- fitting; (B)(6) 2012 -- analysis; (B)(6) 2013-- fitting; (B)(6) 2013 -- fitting; (B)(6) 2014 -- fitting; (B)(6) 2014 -- fitting; (B)(6) 2014 -- sound event; (B)(6) 2016 -- fitting; (B)(6) 2017 -- fitting and remote support note; (B)(6) 2018 -- clinical analysis/case review regarding reported feedback. (B)(6) 2018 -- annual fitting/evaluation (B)(6) 2018 -- revision (in relation to (B)(4)) - sp replaced. (B)(6) 2018 -- product received at emc for evaluation.